Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a report through social care that a customer obtained the error message, "replace sensor," while a customer was scanning the adc freestyle libre sensor. As a result, on (B)(6) 2022, the customer experienced unknown symptoms, and emergency services were called and provided the customer food for treatment. There were no further details regarding the medical event were provided as the customer refused to continues troubleshooting due to laryngitis. There was no report of death or permanent injury associated with this event.